Manufacturer narrative:
Diasorin molecular llc received a complaint alleging an increase in positive patients with the simplexa covid-19 direct assay, but the patients were asymptomatic. Run analysis of the simplexa results are as follows: run 06-15-2022 at 1045, instrument 2d0479. Sample ID: (B)(6): orf1ab (33.5); sample ID: (B)(6): s gene (32.1); sample ID: (B)(6): orf1ab (33.3); sample ID: (B)(6): s gene (33.2) orf1ab (31.6); sample ID (B)(6): s gene (34.0) orf1ab (31.5); sample ID: (B)(6) orf1ab (33.4); run 06-24-2022 at 1231, instrument 2d0479. Sample ID: (B)(6): s gene (32.3) orf1ab (33.3); sample ID: (B)(6): s gene (34.1); sample ID: (B)(6): s gene (30.4) orf1ab (31.5); based on these results, these samples appear to be near the limit of detection (lod) of the simplexa assay with cts beyond the typical 22-32 CT range. Technical service followed up with the subsidiary and suggested environmental testing to determine if contamination is present. Decontamination was also suggested before repeating any patient samples. As of 7/6/2022 the customer has not yet responded. Dom: 03/21/2022, exp: 03/2023 batch record review showed the critical component, reaction mix mol4151 lot#: x15074n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 6/29/2022 with 14 ntc replicates with zero (0) occurrences of false positive in any of the targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint for false positive on mol4150 lot#: x14579n.

Event description:
Diasorin molecular llc received a complaint alleging an increase in positive patients with the simplexa covid-19 direct assay, but the patients were asymptomatic. The customer confirmed no alleged harm occurred. Sample collection method was not provided.